Event description:
In 2004, a clinical incident involving an arthrocare arthrowand was reported to arthrocare corp. The reported incident involved an arthroscopic procedure of the shoulder in which during the procedure the pt sustained burn (severity unk). The burn was treated with silvadene and dressing.